Manufacturer narrative:
The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the customer alleged the head end jack could not be raised; however, stryker technician could not duplicate the event. The unit met and performed to specifications. No patient involvement or adverse consequences are reported.